Event description:
Related manufacturer report number: 1627487-2023-03936. It was reported that the patient was experiencing ineffective therapy and high impedances were observed on the lead. Reprogramming was unable to resolve the issue. It was also noted that the ipg was shutting off by itself. As a result, the patient underwent surgical intervention during which the lead and ipg were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.